Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon of the blunt tip trocar 12mm popped in the middle of the operation. An extra trocar was used to complete the procedure. According to the reporter, there was no pt involvement. No pt injury reported.